Event description:
The device was connected to a pt in a resuscitation attempt. Reportedly, the defibrillator reached a charge complete state but dumped the charge when the push to shock button was pressed. The observation or observations upon which this allegation was based was not provided.